Event description:
As reported, the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient was infected and debridement, antibiotics and implant retention was planned. The glenoid plate was found to be loose and was removed. The tray and liner were also removed. Would have placed an anatomic humeral head to create a hemi, but this was not available, so the stem and hrp were left in-situ. The patient has no glenoid component. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 42mm glenosphere locking screw 42mm +0 liner reverse tray +0 baseplate screws and caps the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.